Event description:
A care giver (cg) left a voice message for corporate product surveillance to report a cap was missing off the patient line. No patient involvement, injury or adverse event is reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The as reported problem for this issue is for a missing component; however, the as determined problem code has been changed to a connection issue - as the pull cap was found to be in the overpouch upon sample evaluation and was not missing, but had rather became disconnected. Connection issue was confirmed in the lab. An unused sample sealed in original pouch was received for evaluation. During visual inspection it was noted that the pull ring cap was missing from the patient connector and was loose in pouch. No other abnormalities were noted during visual inspection. The batch review records document the acceptable inspections and testing for the finished product with no product nonconformance's associated with this type of occurrence. This product is 100% inspected for placement of caps. The investigation determined personnel as root cause. Personnel were retrained for missing caps. Notified manufacturing and quality personnel of the occurrence. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.